Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla ii 6f guide extension catheter. The guidezilla device was visually and microscopically examined. There was blood in the shaft of the device. The collar and shaft were partially detached. Product analysis confirmed the reported difficulty to advance and resistance of the guidezilla as there was partial collar and shaft detachment. The damages found could cause resistance and can prevent the device from advancing as device shape and support is likely compromised.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that device encountered resistance during advancing and shaft kink occurred. After a 6f convey 3.5 lbu guide catheter was inserted, a 6f guidezilla ii was advanced as extension, however, device encountered resistance during advancing and shaft was kinked. The device was removed, and procedure was completed with a different device. No patient complications were reported. However, device analysis revealed a shaft detachment.